Event description:
The account reported the leading haptic stuck to the optic of the intraocular lens after insertion into the patient's eye. The physician successfully released the haptic from the optic. There was no patient injury and the lens remains implanted.

Manufacturer narrative:
The device remains implanted. During a retrospective review of the complaint database, it was determined this event was MDR reportable as a malfunction. The manufacturer will continue to monitor and trend all reports.

Manufacturer narrative:
A review of the manufacturing records for the reported intraocular lens showed no deviation or assignable cause for the claim of haptic stuck to optic that can be related to the manufacturing process. The cause of this event is inconclusive. All information available is contained in this report.